Event description:
A caller reported a cartridge alarm 0 issue. There was no adverse impact to the customer's blood glucose level. Unfortunately, troubleshooting could not be completed because the customer's phone disconnected, and further contact was not possible as voicemail could not be left.